Event description:
While the surgeon was using the supraloop, it broke apart and a piece was free standing in the abdomen. The surgeon was able to retrieve the broken pieces and the patient was unaffected.